Event description:
I continually had vastly different reading every single time (doctor kept changing dosage) and to no avail, putting me at great risk and harm. I am a thrombophilic factor 8 excessive. My blood clots go in my arteries. Finally, I have been testing at the doctors office.